Manufacturer narrative:
Patient's date of birth unknown. The device was discarded, thus investigation could not be completed. Cardiac perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to mrsa infection (bacteremia). The physician began by removing the lv and ra leads with simple traction only. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. A spectranetics 14f glidelight laser sheath was used to advance with minimal effort, encountering only minor binding sites, to the distal tip of the lead. With gentle traction, the lead released from the rv apex. The lead and glidelight were removed from the body together; however, the patient's blood pressure began to drop. An effusion was detected via transesophageal echocardiography (tee) and rescue efforts began, including rescue balloon and sub-xiphoid incision. A large amount of blood was identified in the chest cavity. Further rescue efforts were performed, including suction/cell saver and sternotomy/bypass. A small perforation in the rv apex was discovered, which was plugged using the surgeon's finger. Repair was made using suture and the patient survived the procedure. The physician noted there was calcium present in the rv and surmised that a small piece may have fractured when the glidelight advanced past it, resulting in the rv apex perforation. This report captures the 14f glidelight in use in the rv when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.